Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient's infusion set fell off during use on (B)(6) 2024. The issue occurred with two similar types of infusion sets used for minimum 12 to 18 hours and 24 hours. The blood glucose level of the patient was high which was treated by multiple daily injection. No further information was available.